Event description:
It was reported that bd nexiva 20 ga x 1.00in sp with maxzero leaked. It was reported by customer that they noticed blood was leaking back through the grey rubber septum the needle passes through when the device safety is activated. Verbatim: nurse inserted IV successfully with no issues. Then noticed blood was leaking back through the grey rubber septum the needle passes through when the device safety is activated. The IV was pulled and a new IV was placed.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Correction: cancel MDR. This MDR is cancelled due to the incorrect manufacturing plant having been selected. A new initial MDR- MFR # 1710034-2024-01221 has/will be filed to capture the information found in this MDR along with any updates/additional information that may have become available.